Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had no stimulation sensation, and never had therapeutic effect. The symptoms were noted following a nap the day before the report. It was noted that the patient could increase the stimulation, but could not feel anything. Additional information has been reported, but was not available as of the date of this report.